Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the customer experienced resistance when attempting to fill multiple cartridges. Reportedly, the customer speculated that the needle may have been inserted into the fill septum. The customer confirmed resolving the issue and completing the load sequence. Insulin delivery was resumed. There was no impact to the customer's blood glucose level.